Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported experiencing symptoms of hypoglycemia and his boss stated he was like having a seizure. Paramedics were called and transported customer to hospital where they obtained a glucose reading of 106 mg/dl with their hcp meter vs 140 mg/dl from customer's freestyle meter. Customer reported being diagnosed with severe hypoglycemia and was being treated with insulin, metformin and glipizide. The reported diagnosis was not consistent with the treatment given. There is no report of death or mistreatment associated with this event.